Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 400 mg/dl and ketones. Reportedly the customer used supplies beyond labeling. Reportedly the customer had a leg amputated while hospitalized. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained. Tandem technical support educated customer of supply labeling.